Event description:
It was reported to philips that the customer is requesting for a pm (preventative maintenance) and repair for the unit. There was no reported patient or user involvement and no adverse patient/user impact.